Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was having a problem: it is not effective plus the implant seems like it is in 2 pieces back there used to be in one. The patient noticed both problems early in 2018 he has been putting up with it for quite a while, 2 or 3 months or longer, probably the first part of 2018. The patient¿s doctor has left the practice and patient was searching for a doctor. Patient was sent a physician listing. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported no fall, no activity level change. Programming was not as effective as it was. It felt like the implant was not one lump, but maybe two. No action or intervention had been taken. They had an appointment scheduled for (B)(6) 2018.